Event description:
Consumer reports inaccurate readings when comparing to competitive meter. Analysis run on clarke error grid using competitive meter reading (57) as ref. Points vs. Bd reading (75). Data points fell into the "d" zone of the grid. Reading in the unacceptable ranges.